Event description:
It was reported there was loss of capture on the atrial and ventricular leads multiple times as observed on the device print outs. The capture management algorithm was turned off on all leads and capture was confirmed to be "good in all leads". The device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3889 implantable interstim urinary lead (B)(6) 2012; 3058 implantable interstim urinary ipg (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2013; 4296 implantable pacing lead (B)(6) 2013. (B)(4).